Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into diagnosis and potential repair measures. The contact person named in the ufr was unable to provide additional details; the ufr was thus the only (limited) source of information. Dräger concludes the following: a reboot is the specified device behavior to overcome an interrupt in the processing of sw routines that cannot be rectified by other means; all sw processes are thereby set back to a controlled state. If the reboot is successful, ventilation will be resumed with previous settings. For the particular case, it cannot be derived from the user's report if the reboot was successful or not. It is further not possible to understand based on which findings the user suspected an issue with the power supply module of the device. Without understanding of the exact system effect, the triggering condition cannot be determined - it can only be stated that a relation to an issue with the hardware makes it unlikely that a reboot is able to remedy the deviation. The device is 12 years old and not under a service contract with dräger; status of preventive maintenance and repairs is thus not known. The reported event may have been caused by component malfunction, use error, lack of preventive maintenance or a combination of these factors - a differentiation is not possible. It is recommended to have the device checked by trained/authorized service personnel and have it repaired if necessary.

Event description:
Dräger has received an ufr in which the following was stated: "during use, the device automatically shut down and then restarted. The ac power was connected, but it cannot deliver air to the patient normally. After inspection, it is determined that the power module issue caused the automatic shutdown and restart." There was no detail in the report which would reasonably suggest that consequences for the patient may have occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.